Event description:
It was reported that the ventilator generated alarms indicating a low pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated alarms indicating a low pressure. Our field service engineer (fse) investigated the ventilator on site. Fse performed three pre-use checks and all passed. No deviation was found and no parts were replaced.the reported issue could not be reproduced. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: (B)(4).